Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis further specified as an infection. The cause of the peritonitis was not reported. The patient was not hospitalized for the event. Treatment and action taken with dianeal were not reported. The patient was recovered from this peritonitis event. No additional information is available.